Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for an alarm the home patient (hp) stated noticed one of their supply bags were empty, called their nurse and was told to replace it, so the hp removed the empty bag and replaced it with another one. The home choice (hc) was already primed when they changed the bag. The technical service representative (tsr) explained to the hp that once a setup was complete that they should not disconnect a bag and reconnect new ones. If something needs to be replaced then the entire setup would need to be replaced and not just the one bag the tsr then explained that the setup could not be used and that everything needed to be thrown away and they needed to start over with new supplies. The hp stated that they were going to do manual therapy the night of the call and wanted to know how long to continue their dwell. The tsr advised the hp to contact their peritoneal dialysis (pd) registered nurse (rn) for advice on manuals for the nigh. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone call. The hp stated they completed therapy with manual supplies and did inform their nurse. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.